Manufacturer narrative:
(B) (6). Literature article citation: richards et al. Delayed infections after posterior tsrh spinal instrumentation for idiopathic scoliosis. Spine 2001; 26:18:1990-1996. A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent a 10-level posterior spinal instrumentation for idiopathic scoliosis using hook and crosslink instrumentation. The pt did not have an acute postoperative infection or any signs of an impending postoperative infection. Twenty eight months post-op, the pt presented with pain and fluctuance in her low back. The pt was diagnosed with an infection. The pt underwent a revision surgery to remove all of the posterior instrumentation. The wound was closed in one stage. After instrumentation removal, the pt was given cefazolin for 7 days and cephalexin for 14 days. Cultures did not grow any organisms.